Event description:
Caller reported a malfunction on pump noted as malf 5, with no prior notable events. There was no adverse impact to customer¿s blood glucose levels, as it remained below 500 mg/dl (27.7 mmol/l). Customer was advised by cts to use a backup insulin pump, and a replacement pump was sent. Instructions for storage mode and returning the problematic pump were provided, and the caller acknowledged understanding the steps required.